Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter called the paramedics on (B)(6) 2016 because she was experiencing a low blood glucose level. Customer's blood glucose level was 40 mg/dl. The customer did not have dinner. The paramedics waited while she drank juice and then left. She did not want to troubleshoot. The device was not returned.